Event description:
It was reported that there was pumping water and alarms. No patient involvement was reported.

Manufacturer narrative:
UDI is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical observation found bent and faulty micro switch, cracked tank cover, and corroded drain fitting. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device was alarming while water was circulating confirming the customer complaint. The micro switch was bent causing it not to recognize the temperature check but at the same time it was engaging the pump. The root cause of the reported issue was found due to damage from customer use. Actions were taken to mitigate the reported issue: replaced the micro switch, tank cover, and drain fitting. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.